Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer primed insulin through the line and then resumed insulin therapy.